Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material came out of the clogged suction channel in the universal cord and residual liquid foreign material came out of the instrument channel. The specific material could not be identified and the cause of the material remaining in the device could not be specified. The suction instrument channel were not deformed and there were no reported deviations from the instructions for use (IFU). The event can be detected by following the instructions for use which state: "[inspection of the endoscope] : 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts or other irregularities. 3. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities." "[Inspection of the suction function] : 2. Immerse the distal end of the insertion tube in sterile water with the endoscope¿s instrument channel port at the same height as the water level in the water container. Press the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump." "[Inspection of the instrument channel] : 1. Insert the endo-therapy accessory through the biopsy valve. Confirm that the endo-therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2. Confirm that the endo-therapy accessory is withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer, the evis lucera gastrointestinal videoscope had a cleaning brush insertion issue. Upon inspection and testing of the returned loaner device, it was discovered residual fluid or foreign matter came out of the forceps channel and the suction port. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The loaner device was returned to olympus. Upon inspection and testing, the customer's allegations were confirmed as the cleaning brush could not be inserted. The residual foreign material that came out of the channel tube and suction port was due to clogging of the suction tube in the universal cord. Additional findings include the following: water tightness was lost due to deformation of grip; the grip, switch box, switch 1, forceps elevator lever, forceps elevator knob, up/down and right/left knob, plastic distal end cover, and the connecting tube all had a scratch; the suction cylinder was shaved; the control unit had discoloration and a scratch; the forceps could not be inserted due to clogging of the channel tube; the control unit had corrosion due to water leakage; the suction function did not work due to clogging of the suction tube of the control section; the bending section cover had a chip; the bending tube was deformed; an abnormal sound was made due to damage on the up/down knob; the play of the up/down knob was out of standard value due to wear of the angle wire; the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Information was obtained from the customer regarding the reprocessing of the device. The device was cleaned, disinfected, and sterilized before being sent back to olympus. There was no delay in the start of precleaning. Water was aspirated through the instrument/suction channel. There were no abnormalities in the accessories used for reprocessing. The instrument channel was brushed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.